Event description:
Hyperglycemia. A physician reported that a pt, who was introduced to a novopen 1.5 (insulin delivery device) and mixtard 30/70 in 2003 due to insulin requiring type ii diabetes, developed hyperglycemia and was hospitalized the following month. The pt went to the hospital for a check up, and complained that insulin came out when they performed an air shot. The physician checked the novopen 1.5 and found that there was a gap between the piston rod of the pen and the rubber piston of the penfill. After nurse performed several air shots, insulin came out. The pt's blood glucose was measured to be 614 mg/dl and they were hospitalized due to hyperglycemia. They recovered and were discharged from the hosp 6 days later.